Event description:
It was reported that the user experienced signal loss between the dexcom g6 and the ilet, resulting in the ilet being turned off while the user awaited new g6 sensors and used multiple daily injections; after receiving sensors, assistance was provided to update the mobile app and pair the g6 to the ilet, after which insulin delivery resumed. Symptoms included hyperglycemia with a reported peak of 507 mg/dl and elevated glucose persisting throughout the day, without alerts from the ilet due to it being off, and without ketone testing or medical intervention. Outcomes included the use of subcutaneous insulin via pen to address high glucose, with glucose trending downward after reconnection. Investigation included troubleshooting and education regarding mobile app updating and g6 pairing to the ilet. Investigation of this case revealed a communication issue limited to the ilet connection, with no ilet alerts because the system was powered off while awaiting sensors. It was concluded, based on previously established findings for similar reports, that the cause was user and system setup factors, specifically the absence of paired cgm and the ilet being off pending sensor replacement and app update.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.